Event description:
Got scratched [2cm] on the right side of the lip [lip injury]. Groove on the metal part got broken-oral b [device breakage]. Case narrative: consumer stated that this morning, the groove on the metal part into which the bristles of an electric toothbrush are inserted got broken and about 2 cm area near the lips got scratched. No injury was reported. Follow-up 09-oct-2025: suspect product batch/lot no. Added. No injury was reported. Follow-up 22-oct-2025: investigation result-no manufacturing cause' and 'no design issue' identified based on investigation. No injury was reported.

Manufacturer narrative:
22-oct-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Got scratched [2cm] on the right side of the lip [lip injury] groove on the metal part got broken-oral b [device breakage] case narrative: consumer stated that this morning, the groove on the metal part into which the bristles of an electric toothbrush are inserted got broken and about 2 cm area near the lips got scratched. No injury was reported. Follow-up (B)(6) 2025: suspect product batch/lot no. Added. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Got scratched [2cm] on the right side of the lip [lip injury], groove on the metal part got broken-oral b [device breakage] . Case narrative: consumer stated that this morning, the groove on the metal part into which the bristles of an electric toothbrush are inserted got broken and about 2 cm area near the lips got scratched. No injury was reported.